Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned to omsc, the exact cause was unknown. Based on the report of the olympus local service department, omsc surmised that the reported phenomenon occurred due to the following causes. - according to the result of the evaluation that a high voltage or surge might have been input, it is assumed that the converter device of the power supply unit failed due to facility environmental cause or aging, and the normal power supply output could not be performed. - since the evaluation indicated that there was a possibility of strong pressure on the video connector part, it is assumed that the user applied strong pressure to the connector part or that the receptacle unit failed due to aging.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, the subject device could not be turned on. The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon was duplicated since the power supply unit had a failure. In addition, the olympus local service department found that the image of the subject device was flickering on the monitor due to a failure of the video connector socket. Other detailed information was not provided. There was no report of patient injury associated with the event.